Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 3 of 4 of peritoneal dialysis therapy. During troubleshooting, it was found that the patient had improperly disconnected from the set up by only closing the clamp but not adding a flexicap. The patient then reconnected and the alarm then occurred. The technical service representative (tsr) explained the alarm and reviewed proper procedures, per the user manual, with the reporter. The tsr had the reporter close the clamps and disconnect the patient from the hc machine. It is unknown how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.